Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed a pressure mark at the back underneath the vibration box, no reports that it's open or seeping. It's causing bruising underneath the back therapy electrodes and tactile box. The device is also exacerbating a surgery wound on his chest from a previous operation. The patient removed the device and is under his doctor's care.